Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon device was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, it was noted that the tip of the catheter broke off into the patient. The tip was unable to be retrieved at this time. The procedure was completed with another extractor pro rx retrieval balloon. Reportedly, it was noted that a plastic stent was also placed, and a follow-up procedure was performed to retrieve the detached catheter tip from the initial procedure by using a snare. The exact date the follow-up procedure was performed is unknown but it was reportedly planned for two weeks from the initial procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.